Event description:
Reporter reported to our distributor that an mr290 autofeed humidification chamber had over filled during use, while connected to a ventilator. No pt consequence was reported.

Manufacturer narrative:
The returned unit was tested to see if it would overfill. Results: the chamber functioned correctly and did not overfill when connected to a water bag. A dent was observed in the base of the device below the hinge bracket on the autofeed valve. A lot check revealed no other similar complaints for this lot number. Conclusion: the dent suggests the device had suffered an impact and this could have prevented float operation. When the device was evaluated, no fault was found in the floats, suggesting transportation vibration may have caused the floats to work again. The mr290 instructions for use indicates the correct water level and advises the users to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. One monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.00129%.